Event description:
It was reported bd 5 ml luer-lok¿ syringes bulk had leakage issues. The following information was provided by the initial reporter: "leakage at the hub".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1179672. Medical device expiration date: 05/31/2026. Device manufacture date: 08/10/2021. Medical device lot #: actual lot number is unknown, however the customer suspects lot 1208659 (exp: 07/31/2026 mfg: 10/11/2021) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-feb-2022. H6: investigation summary: our quality engineer inspected the 10 samples submitted for evaluation. The reported issue was not confirmed upon inspection and testing of the samples. During the inspection of the samples no abnormalities or damages were observed. During leakage testing of the samples no samples showed any signs of leakage. Bd cannot determine a manufacturing root cause since the reported defect was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of these batches. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. H3 other text : see h10.

Event description:
It was reported bd 5 ml luer-lok¿ syringes bulk had leakage issues. The following information was provided by the initial reporter: "leakage at the hub".